Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider. It was reported that the por (power on reset was resolved. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that a por (power on reset) occurred after a cardioversion procedure the patient had done on (B)(6) 2020 (date valid). The caller was redirected to national answering service (nas) as the patient will remain in the hospital for some time. No symptoms were reported. No further complications were reported.